Event description:
It was reported that the patient presented in clinic for a follow up. X-ray revealed dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.